Event description:
Ruptured penile prosthesis. Patient had penile prosthesis inserted 8/89. In may of 93 patient became aware of leakage and was concerned. After doctor's examination, it was found that the prosthesis had ruptured. The penile prosthesis was removed and reinsertion of an inflatable ams penile prosthesis was done on 5/26/93.